Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a piece protruding from the tip of the cannula. Additional visual inspection under magnification showed evidence of a deformed/damaged hole in the tip. The reason for the return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a dlp pvc rcsp cannula with auto-inflate cuff, it was reported that this device had a deformed tip, and the customer was concerned over the extended material near the tip. There was no damage to the packaging, and no other device in the pack was damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that it is unknown if the tip was obstructed, but tip did not detach and no recovery was required. The cannula was not heated or cooled. Medtronic received additional information through analysis of the returned device, that there was a hole in the cannula tip.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information e. Initial reporter first name, last name & phone number: these fields were added. Correction e3. Occupation: this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.